Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call high blood glucose levels. Customer's blood glucose was as high as 428 mg/dl. Troubleshooting for high blood glucose was performed. Customer's symptoms indicated the onset of diabetic ketoacidosis. Customer's insulin pump alarmed no delivery during the high pressure test. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose levels per healthcare provider's instructions.